Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she noticed insulin leaking out of her reservoirs. Customer stated that the leak is at the bottom of the reservoir where the plunger is pulled passed the 2nd o ring. Customer stated that insulin in not visible under the screen, on the reservoir compartment or the battery. Customer was advised not to tilt the plunger at the filling process and avoid pulling the plunger to far down the barrel. Blood glucose is 169 mg/dl. Nothing further reported.